Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that bd ultra fine¿ pen needles would not deliver medication during injection. This occurred with 10 devices but the date/time is unknown. No serious injury or medical intervention was reported. H.6. Investigation summary: customer returned ( 3 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states pen needles that would not press out victoza during injection. Does not complete flow check. All returned pen needles were examined and the following was observed: 1 bent at the non-patient end of the cannula. 1 ok at both ends - tested for flow and all passed the flow test successfully. 1 bent at pe - tested for flow and also passed "successfully". DHR could not be performed as the lot number was not provided. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - bent at npe (potential cause for difficult to operate). Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no insulin flowing through, also the potential cause for obstructing the threats, preventing the pen needle from attaching/detaching as expected. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles would not deliver medication during injection. This occurred with 10 devices but the date/time is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not deliver medication during injection. No serious injury or medical intervention was reported.